Manufacturer narrative:
The initial MDR 2517506-2016-00439 was filed on november 11, 2016. Additional information (12/27/2016): the hsc specialist reviewed the customer's sample handling practices and determined that the customer centrifuged the sample for five minutes, which is not in alignment with the tube manufacturer recommendations for centrifugation. The hsc concluded that this was an isolated event. The cause of the discordant, falsely depressed enzymatic creatinine result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality controls were within range on the day of the event. Siemens is investigating the issue.

Event description:
A discordant, falsely depressed enzymatic creatinine (ecrea) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed ecrea result.